Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Incident occurred during the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.